Event description:
Reporting an ongoing issue-with dexcom g7 sensors that the patient's wife reported with sensors he gets at a local pharmacy. With his most recent 6 sensors they all stopped working around day 7 or day 8, one- lasted until day 6, resulting in him having to change them early and he ran out early. The sensors not lasting was not due to patient error. Also, one sensor gave e faulty blood glucose reading - stated his glucose was at 40 and dropping further when he was not having any symptoms of low blood glucose. Pt code: 4582. Device codes: 1559, 2460. Reference: mw5184737, mw5184738, mw5184740, mw5184741, mw5184742.